Event description:
Reporter called on behalf of her mother who has experienced the er1 message. Reporter has also experienced the er1 message while testing her mother. Reporter stated both her and her mother do blood glucose result. Reporter stated her mother does dose herself according to the meter reading. Reporter also stated her mother performs the control solution test about every two or three weeks.